Event description:
The jaws of the instrument are clamped on the web portion of the knife blade. The blade is exposed. The condition of the device indicates that it was used on a patient. No patient injury has been reported.